Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving deviating blood glucose readings from the adc blood glucose meter. The customer subsequently experienced symptoms of dizziness, weakness, and shaking. The customer had contact with a healthcare professional. A blood glucose reading of > 400 mg/dl was obtained on a healthcare meter, and the customer was diagnosed with hyperglycemia and treated with insulin via IV (dose/type unknown). There was no report of death or permanent injury associated with this event.